Manufacturer narrative:
Additional/updated information was added to reflect the display being returned to the manufacturer for evaluation. The result of the evaluation was that the issue was not able to be duplicated as the device passed the bench test, so the original complaint issue was not confirmed. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation. The fields were updated accordingly.

Event description:
Dealer states that the chair will freeze up intermittently.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the chair will freeze up intermittently.